Event description:
It was reported that: "all of the above implants as well as the 6001-2805 c-taper head (lot 56129302) were explanted due to dislocation and loosening. The 6050-0945 head/neck stem ((B) (4)) was found to be well fixed and was not removed. The following were then implanted: 509-02-56e ((B) (4)) tritanium 56mm shell. 2080-0045 ((B) (4)) 6.5x45mm screw, 2080-0025 ((B) (4)) 6.5x25mm screw, 2080-0030 ((B) (4)) x3 40mm insert, and 06-4010 ((B) (4)) 40mm + 10 c-taper head."

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.